Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient is experiencing a burning sensation at his right ipg site. Reportedly, the sensation occurs when stimulation is on. Surgical intervention may be undertaken as the next course of action to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the issue still persists.

Event description:
The patient has two ipgs. It was reported the patient's experiencing pain at the right side ipg site. Reportedly, the device is loose in the pocket. Surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up revealed the pain at the right ipg site has resolved without any intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.